Event description:
Bovie received a reported incident of a patient burn from the doctor using an aaron a2100 electrosurgical generator. Per conversation with the doctor, the patient received a 3rd degree burn, on the right thigh. It was not his patient and another doctor was using his equipment in his facility. They were using a sticky pad located on the right thigh, and he believes the patient had some sort of a suntan lotion that was not removed completely. There was some residue left on the wipe that was used on the burn. He does not know the settings that were used at the time of the procedure, which was an abdominal angioplasty and liposuction. The unit was used for an hour with no problems; they then started getting error messages and changed to another unit. This is when the burn occurred. The doctor said a medwatch was not going to be filed.